Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709, lot# unknown; product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported, the patient experienced an overdose. The patient did not want to continue with intrathecal baclofen therapy and wanted the pump removed. It was also reported, the pump had been stopped for 147 hours, which was related to the overdose. It was mentioned that the concentration was one of the issues that caused the overdose. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available. Additional information received reported one of the consultants programmed a ¿49,000%¿ drug increase and he swiftly realized his error and stopped the pump, however, he did not inform anyone he had stopped the pump until it was discovered 147 hours later by the healthcare provider (hcp) who naturally questioned about whether the pump would still work in light of the prolonged stoppage. It was further reported, the patient was caught before the full prescription was given. The hcp who did the programming recognized that he made a mistake and the pump did as it was instructed. It was noted there was no word on the outcome of the pump other than that they continue to monitor it due to the fact that it had been stopped for a long time. The patient had been discharged.